Event description:
It was reported to boston scientific corporation in 2006, that a hydra jagwire device was used during a procedure (patient age, gender and weight unknown). According to the complainant, during the procedure the "coating stripped" and the device was replaced and the procedure was completed with another hydra jagwire. There were no issues reported and the end of the procedure.

Manufacturer narrative:
A visual examination of the returned device revealed that under 10x magnification the teflon sleeve of the device was ripped at 18 cm, and 7cm of the core wire was exposed. Although the investigation results indicated that procedural factors may have contributed to the device failure, the root cause could not be determined.